Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated he charges both batteries up and lays them down and a day later they are dead. Patient said the battery does not hold a charge and there is no warning. Agent asked if patient is getting an error code and patient said no. Patient also said they haven't used the device for a while and all searches have been off and it is just laying there but yet it seems to lose its charge. Pt wondered whether the device depletes when not being used. Agent reviewed. Patient mentioned they charged both up excited to think they need to wear it today playing golf and they find that the batteries are dead and just lay there. Patient last charged last night and they already lost their charge today. Pt states he didn't really use his system for awhile and confirmed he just didn't need it. Patient will admit that the prior charge had probably been maybe 2-3 weeks ago. Agent reviewed charging depends on settings and usage. The issue was not resolved through troubleshooting. Pt states he called because he lost rtm but needed a belt too. Agent sent to the repair.